Event description:
It was reported that the customer received a continuous glucose monitor error (cgm) 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, confirmed that cgm error did not appear again, and was advised to wait 20 minutes before starting sensor session, which customer understood and acknowledged.